Manufacturer narrative:
Cont'd from concomitant products: 1000ml baxter bag din 00438014 lot number w7g27a0, exp jan 19, kcl .3% dextrose and 0.3% nacl; 250ml din00060348 lot jb0062, exp oct 18, potassium and 5% dextrose.

Manufacturer narrative:
The customer¿s report that the secondary back flowed into the primary bag was confirmed. The primary and secondary set were visually inspected and no anomalies were observed. The check valve was inspected under magnification and was noted to be assembled in the set correctly with the silicone membrane centered. Functional testing confirmed backflow indicating a faulty check valve. Disassembly of the check valve resulted in normal findings. No particulates were noted on the diaphragm membrane. The root cause of the reported failure was not identified.

Manufacturer narrative:
Although requested, the affected product has not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.

Event description:
The customer reported that the potassium phosphate mini-bag infusion had completed although the infusion pump indicated that there was still 76ml to be infused. The rn noted that the primary drip chamber was full and immediately discontinued the IV therapy and called the physician. The physician then re-ordered blood work to assess the patient's hypophosphatemia. It is unclear whether the physician re-ordered the medication again to be re-administered to the patient. There was no report of patient harm.